Manufacturer narrative:
Section g3: date received by manufacturer for the previous report was 04dec2025. Manufacturer's investigation conclusion: review of the account¿s submitted log files confirmed the reported low speed, low flow, and pump stop events. Although a specific cause could not be conclusively determined, as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events and data from 20nov2025 through 21nov2025. Low speed and pump stop events were captured throughout the file while the patient was connected to battery power. One low speed event was captured when the patient was connected to the power module. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), and the driveline repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook rev. A are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2025 with several motor stops with low-speed hazard and low flow hazard alarms. Log files were sent for analysis. It appeared that there was a phase-to-phase short happening on both batteries and power module. A driveline repair was already performed in the past. The patient was being monitored, and further troubleshooting had not yet been planned.